Event description:
It was reported that the material inside of the notch that the slap hammer keys into has fractured off. There is no additional information available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use. The rails on the inner condyles of the device have fractured off and were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has a potential field age of over eleven years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Component code: proposed component (annex g) code is mechanical (g04) - femur.